Manufacturer narrative:
Patient identifier: (B)(6). This report is being filed on an international product, list number 08p10-32, that has a similar product distributed in the us, list number 08p10-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I hbsag results generated on an alinity I processing module for one patient. The following results were provided (reference range >/= 1.00 s/co is reactive; <1.00 s/co is nonreactive): on (B)(6) 2021 sid 101060275848 initial result = 14.430 s/co (reactive); confirmation result with 94% neutralization = 0.71 s/co (positive); negative on roche.

Event description:
Additional information provided 29-oct-2021. The customer ran the sample with another reagent lot for confirmation (lot 26183fn00), it was not confirmed. The result agreed with the roche result.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive results. The ticket trending review for the likely cause list number did not identify a related trend regarding commonalities for the likely cause lot and issue. A review of the tracking and trending did not identify an increase in complaint activity for issue of false positive results for 8p10. No trends were identified. A review of the labelling adequately addresses the customer¿s issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and the customer¿s issue. Historical performance in the field of the reagent lot using data gathered from customers worldwide was evaluated. The patient median result for 8p10 complaint lot 22393fn00 is comparable with all other lots in the field and confirms no systemic issue for the product lot. No systemic issue or deficiency with the alinity I hbsag qualitative ii reagent, lots 22393fn00 was identified. Additional information in section b5.